Event description:
When unit was plugged into the box, it started to alarm; the or tech picked up the unit and it burnt her hand thru the glove -and also burnt the drape. Tech went to the ER for burn evaluation and treatment and stated she was also shocked (electrical). (B)(4).

Manufacturer narrative:
Product passed functional testing per process summary (B)(4). All functions perform as expected. No problem found. (B)(4).